Event description:
The dental implant (B)(4) was removed on (B)(6) 2019 due to failure to osseointegrate 5 months after implantation. The patient has history of diabetes. The doctor noted bone resorption during explantation. The patient has recovered without complications.